Event description:
We received an allegation about questionable high results for 1 patient's sample tested with elecsys hiv duo assay on a cobas e 801 module. Sample 1 was tested, resulting in the following: elecsys hiv duo: 336 coi and interpreted as reactive. Subresult hivag: 336 coi. Ahiv result: 0.0831 coi. Nat-hiv on cobas 6800 (pool and individual): non-reactive. The repeat testing was performed with serum and plasma: elecsys hiv duo (serum): 333 coi and interpreted as reactive. Elecsys hiv duo (plasma): 357 coi and interpreted as reactive. Nat-hiv on cobas 6800: non-reactive. Additional testing was performed in a reference laboratory on 28-nov-2024, resulting in the following: elecsys hiv duo (serum): 285 coi and interpreted as reactive. Elecsys hiv duo (plasma): 312 coi and interpreted as reactive. Sample 2 was tested on an unknown date, resulting in the following: elecsys hiv duo: reactive. Subresult hivag: 294 coi. Nat-hiv on cobas 6800 (individual): non-reactive. Hiv ortho (seurm): 0.384 index: non-reactive. Hiv ortho (plasma): 0.397 index: non-reactive. Abbott alinity hiv (serum): 0.424 index. Abbott alinity hiv (plasma): 0.047 index.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The calibration prior to the sample measurement was last performed on 22-oct-2024, and it was acceptable. No fibrin clots, strands, or foam were visible. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Three samples (sample a, sample b and sample c) were received for investigation on 08-oct-2025. Sample a was tested on (B)(6) 2025, resulting in elecsys hiv duo: 69.9 coi and interpreted as reactive. Subresults hivag: 69.9 coi. Ahiv: 0.0952 coi. Nat testing result: negative. Sample b was tested on (B)(6) 2025, resulting in elecsys hiv duo: 14.8 coi and interpreted as reactive. Subresults hivag: 14.8 coi. Ahiv: 0.0904 coi. Abbott hiv result: 0.15 coi and interpreted as non-reactive. Sample c was not tested for elecsys hiv duo. Nat testing result: negative. The investigation results were as follows: elecsys hiv duo: all three samples were reactive in the hivag module. Elecsys hiv ag confirmatory (data not shown): all three samples were false positive. Prototype assay in development (only for information): all three samples were non-reactive for hivag. False reactive results may occur in the elecsys hiv duo as the assay specificity is <100 %. The product labelling states: "repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." The investigation did not identify a product problem. All three samples were confirmed to be false reactive in the hivag module of the elecsys hiv duo assay.